Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures essenz. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the cu of essenz was defective during a procedure. There is no report of any patient injury.

Event description:
See initial report.

Manufacturer narrative:
Throught follow up, livanova was informed the pump was still controllable by the cu knob even though error was on the cockpit display. Customer confirmed the error went away on its own. Since pump functionality were not impacted and the pump was still controllable, it is unlikely that the issue could cause any patient injury. Therefore the reportability decision for this event is change to not reportable. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.